Event description:
Same case as 6000093-2005-00309 the patient underwent a non-invasion stress test for atypical chest pain which was negative, date unknown. The patient was brought to the cath lab in 2005. Access was obtained through the right femoral artery (rfa). The patient received 4200 units of IV heparin, an integrilin bolus was given and an integrilin drip was started. The 90% stenosed lesion in the proximal right coronary artery (rca) was predilated with a 2.5x20mm maverick balloon. The balloon was inflated to 12atm's for 20 secs and 16atm's for 16 secs. The taxus express2 3.0x32mm drug coated stent was then inserted to the mid rca and deployed to 18atm's for 30 secs. A total of 14cc of intra coronary nitroglycerin (ic ntg) was administered along with 2mcg of ic nitroprusside. Next, the taxus experss2 3.5x24 mm drug eluting stent was positioned in the proximal rca and deployed to 15atm's for 30 secs. The proximal rca stent was post dilated twice to 15atm's for 20 secs. 1mcg ic nitroprusside was administered. 2000 units of IV heparin was given and the patient also received a 600mg loading dose of plavix. Patient also received versed and fentanyl during the procedure. Report was called and the patient as transferred to the unit. The next day, the patient was transferred from an acute care facility vial life flight with escalating chest pain overnight. Patient was brought to the ccl. Access was obtained through the rfa. The patient received 2000 units of IV heparin. The proximal to distal rca was found to be 100% stenosed and the posterior descending artery (pda) was 98% stenosed. An integrilin drip was started and the patient received 1000 units of IV heparin. At some point, it was determined that there had been a spiral dissection through the stens and distally. A 3.5x20mm maverick balloon was inserted and inflated to 10atm's for 60 secs in the proximal rca three times. 2cc of ic ntg was administered. The 3.5x20mm maverick balloon was inserted in the distal rca and inflated to 6atm's for 60 secs twice and 10 atm's for 90 secs once. The same maverick balloon was then inflated to 10atm's for 60 secs in the mid rca and 10atm's for 40 secs in the proximal rca. The balloon was removed and 2cc ic ntg was given. A 2.0x15mm maverick balloon was removed and a taxus experss2 3.5x24mm drug eluting stent was then inserted but could not be delivered. The stent was removed intact. The physician reinserted the 3.5x24mm taxus sten in the distal rca. The stent was deployed to 9atm's for 60 secs. The physician attempted to position a taxus express2 3.5x20mm drug eluting stent in the distal rca unsuccessfully. The stent was removed. The 3.5x20mm taxus stent was deployed to 10atm's for 40 secs in the distal rca, 10atm's for 30 secs in the mid rca, and teh 10atm's for 30 secs again in the distal rca, mid rca and proximal rca. The stent balloon was then removed. Then the physician positioned a taxus express2 3.5x12mm drug eluting stent in the distal rca. The stent was deployed to 10atm's for 40 secs. The stent was then post dilated to 10 and 12 tm's for 30 secs each. The balloon was inflated twice to 12atm's for 30 secs in the mid rca. Teh stent balloon was aremved and 2cc ic ntg was administered. Patient was pain free at the end of the procedure. No further complications were reported.